Event description:
Female with a history of bilateral saline implants done about 1994 at another facility. Recently, the pt contacted a plastic surgeon because she had noticed that the left side had deflated. She requested removal of both implants and had surgery in 2005. Reports indicate that the left implant was ruptured and that the right implant remained intact. The pt tolerated the procedure well and was discharged home the same day.